Event description:
It was reported that a cartridge alarm occurred during insulin delivery.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction injection via manual injection was administered to address the bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.